Event description:
It was reported that a catheter revision was done because the patient's dose had been increased several times and their spasticity was not getting better. The patient has upper extremity spasticity; tightness as a result of ms. The hcp felt like the catheter was subdural during a planned dye study, the catheter could not be aspirated however when the distal catheter was cut, csf flowed freely. A new distal segment was placed, tip at t12, lower than previous catheter, and connected onto the existing catheter. The surgeon then programmed a prime bolus that included the catheter volume, the inner pump tubing volume and a therapeutic bolus (100ug). The hcp should only have programmed a prime bolus of the catheter volume and therapeutic bolus. The bolus of 828ug was programmed over an hour. The error was noted after 10 minutes. The patient didn't receive any drug during those 10 minutes as the catheter was empty as it had been aspirated during revision. The patient was started at a lower dose than previously and will be sent to ICU as the hcp admits all patients to ICU as standard practice after revision or implant to monitor overnight. The pump was used to deliver baclofen. It was later reported that the patient was doing well. The patient was going to be sent to an outpatient rehab facility for pt.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot# n228590, implanted: (B)(6) 2010, product type accessory; product ID 8598a, serial# (B)(4), product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).